Event description:
The patient stated that the "quick" standard bolus was not working on his infusion device, which appeared to be related to the function of the "down button" on the infusion device. He did not report error messages or alerts related to this situation. He did not report blood glucose concerns related to this situation. He stated that the problem related to his back up infusion device that he had been using at the time. In follow up, he switched to his primary infusion device. The product was requested to be returned for evaluation.